Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature was not rising. There were patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the temperature is not rising", was verified by functional testing. The reported issue was caused by a broken hose sensor cable or temperature sensor. The hose was replaced to correct the issue. Eq-5000 device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.